Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a return of symptoms. Their pain was getting worse and also they were getting some numbness in their leg. The implantable neurostimulator (ins) battery showed 3 of 4 harge and that stimulation was turned on. The caller was a worker at the patient's nursing facility. The caller had previously contacted the patient's managing hcp office but was directed to the manufacturer. The manufacturer redirected the patient to their hcp for their unresolved pain symptoms. The issues had started in (B)(6) 2016 and clarified as the past few days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.